Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the mitek sales rep that this was an rsa (reverse shoulder arthroplasty) with delta xtend system treating extensive rotator cuff tear on (B)(6) 2021. On (B)(6) the patient suffered from dislocation in the shoulder when s/he happened to extend the arm and/or touch an object to keep his/her body balance, etc. The patient is scheduled to undergo a revision procedure on (B)(6) 2021. When the surgeon made a decision on a cup size for the upper arm, the joint seemed loose compared to usual cases. So he selected 6mm (unk) for the cup size. The event might have been triggered by the mismatching on the glenosphere device size and the joint. In the upcoming revision procedure, a 42mm glenosphere will be applied. It is assumed that the patient might have touched an object or raised his armpit postoperatively which triggered the event. The revision procedure was performed to replace the cup in question with cup 38 mm + 6 mm retentive on mar. 2. The patient is currently stable. If the surgeon had selected a more suitable cup ranging 38mm to 42mm in the primary procedure, the patient might have prevented the event.